Event description:
End user called in to complain about the caster not turning, possible fork issue. She then states about 2 months ago she was leaning over to pick something up in her bedroom and allegedly slipped out of the chair and onto the floor. She states she allegedly hurt her back, but did not seek medical attention.(B)(4).